Event description:
It was reported to ge that the hosp physicist reported measuring a high does rate. The field engineer visited the site and found the image intensifier input dose to be four times the expected reading. The field engineer then calibrated the system, rechecked the dose and found it to be correct. The system was operating normally. No cause for the system drifting out of calibration to this extent was identified. There were no reported injuries.